Event description:
Caller reported false negative urine result with lot hcg9010028. Pt had tested positive with other pregnancy tests.

Manufacturer narrative:
Investigation of the false negative urine hcg complaint was evaluated with using retention devices and returned devices of lot hcg9010028. Control lots used in the retention devices: 25miu/ml hcg urine, lot: hcg090107-03. 100miu/ml hcg urine, lot: hcg081008-01. 279.2iu/ml hcg urine, lot: hcg081229-01. Control lots used in returned devices: 25miu/ml hcg urine, lot: hcg090107-03. 100miu/ml hcg urine, lot: hcg081008-01. 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of investigation for retention devices: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 279.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Summary of investigation for returned devices: the return devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention and returned devices met qa specs. No false negative results were observed. Complaint was not confirmed. Nothing abnormal found in the batch records during review. No corrective action required as no product deficiency was established.